Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high impedances out of range on the left ventricular (lv) lead. The patient will return in two weeks for an evaluation. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high impedances out of range on the left ventricular (lv) lead. The patient will return in two weeks for an evaluation. This crt-d was explanted and replaced. No additional adverse patient effects were reported.